Manufacturer narrative:
Results: the catheter 026 was fractured at the hub underneath the strain relief. The proximal end of the fractured device was reinserted into the hypotube to verify the location of the fracture. The inner catheter lumen displayed torqueing and twisting damage. The device was ovalized approximately 147.5 cm and 150.5 cm from the hub. Conclusions: evaluation of the returned catheter 026 revealed a fracture under the ID band at the hub of the device. This damage was likely a result of excessive torqueing while advancing the device. The twisting and fraying of the catheter and liner observed at the fracture site suggests this was a torqueing failure. Further evaluation revealed ovalization on the distal portion of the device. Based on the reported complaint, this damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system reperfusion catheter 026 (catheter 026). During the procedure, while advancing the catheter 026 through a neuron max 6f 088 long sheath (neuron max), the catheter 026 broke approximately five centimeters from its hub; therefore, it was removed. The procedure was completed using a new catheter 026 and the same neuron max. There was no report of an adverse effect to the patient.